Manufacturer narrative:
Weight: unk, race: unk, ethnicity: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) . Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -08.00 diopter, within the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens on (B)(6) 2021 and the problem was resolved. Cause of the event was unknown.